Event description:
Customer alleges he is having more problems with his newer chair - upholstery is ripping on both sides in the seat and the back upholstery is ripping by the left handle. Customer also alleges the seat guide broke on this chair as well. No injury alleged.